Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. In addition, the pump history did not reflect accurate data. The customer's blood glucose was 245 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.